Manufacturer narrative:
Additional narrative: patient height reported as (B)(6) cm. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a tumor excision and compound osteosynthesis of the proximal right femur on (B)(6) 2017. X-rays taken on (B)(6) 2017 confirmed a dislocated and compressed subtrochanteric femoral fracture with osteolytic changes as an indication of pathological fracture. MRI completed on (B)(6) 2017 confirmed the pathological fracture with multiple osseous lesions with suspected metastasis in the pelvis, the femora on both sides, and around the lower lumbar spine. During the (B)(6) 2017 procedure, the fracture was located approximately 7 cm below the tip of the greater trochanter. A 95 degree condylar plate, kischner wire, and blade were inserted. Intraoperative x-rays showed the correct fit and placement of the plate. Screws between 38mm and 40mm were then inserted. A second t-plate was then placed at the ventral side of the first plate, and anchored with two (2) screws around the trochanter major and three (3) screws around the proximal femur. The tumor was then removed. A broad periosteal elevator was then placed and cement was inserted. Final x-rays showed no abnormalities. Biopsy material was harvested during the (B)(6) 2017 procedure. Follow up x-rays taken on (B)(6) 2017 showed correct implant placement. Patient reported pain on unknown date. Examination showed considerable rotation pain around the hip joint. Range of motion is considerably limited. Two (2) x-rays taken on (B)(6) 2017 revealed a fracture of the plate above the implanted cement. Patient was returned to surgery on (B)(6) 2017 where the broken plate was removed. It was noted the trochanter was dislocated and twisted. Upon removal of the second t-plate, it was noted the screws were loose. All hardware was removed, cultures were taken. Wound was cleaned and debrided, patient was revised to a total hip implant.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 237.260. Synthes lot number: 2078. Release to warehouse date: 12. May 1994. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: the returned condyl-plate is broken at the level of the first dc hole (counted from left side). The review of the device history records showed that this plate was manufactured in may 1994 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The broken plate was inspected and all measurable features pertinent to complaint condition have been checked. The measurements have shown that the dimensions are in accordance with the technical drawing. The review of the raw material certificate indicates that material conforms to specifications. Considering that all relevant measurable product features met specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The exact cause of failure cannot be determined; a material or manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts: 1 qty, p/n 240.540, l/n 2021138; 1 qty, p/n 214.070, l/n 2015815; 1 qty, p/n 214.036, l/n 2287535; 1 qty, p/n 214.840, l/n 9534386; 1 qty, p/n 214.842, l/n l080040 ; 1 qty, p/n 214.842, l/n 9075129; 1 qty, p/n 214.840, l/n l346789; 1 qty, p/n 214.034, l/n 2823; 2 qty, p/n 214.036, l/n 2722; 1 qty, p/n 214.036, l/n 2466 ; 1 qty, p/n 214.838, l/n l051046 ; 1 qty, p/n 214.030, l/n 2391; 1 qty, p/n 214.832, l/n 2059; 1 qty, p/n 214.836, l/n 9293124 ; 1 qty, p/n 214.036, l/n 2100213.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Unknown date in (B)(6) 2017. Additional product code: ktw. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a right leg pathological femur fracture. Composite osteosynthesis was completed with the reported blade plate. At the radiological follow-up the plate seemed to be broken. On the (B)(6) 2017 the exchange on a cemented hip tep was required. No information about patient outcome. This is report 1 of 1 for (B)(4).